Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series 1 or 2 liners. Other device listed in this report is an unknown 26mm c taper femoral head, +0. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Patient kept.

Event description:
Patient presented with hip pain so doctor replaced head and liner. It was a right hip. Rep was not able to get a part number or lot code. They were damaged and could not be read.